Event description:
While attempting to use the fenestrated bipolar forcep in the pt's pelvic cavity, a piece of the forcep broke and fell off inside the pt. The small metal piece that broke off was retrieved from the pt, and another handpiece was used.